Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator of a 6f-12f mynx control venous vascular closure device (vcd) would not push out while the balloon was inflated during prep. Then the balloon was hard to deflate and reinflate. The device was wasted and replaced with another from the same lot, which functioned without issue. There was no reported patient injury. The device was inspected prior to use. Balloon was easy to inflate initially but the indicator would not move. The syringe provided in the package was the syringe used. A non-cordis sheath was used. The deployer was mynx certified. Other procedural details were requested but were not provided. The device was accidentally disposed of and will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator of a 6f-12f mynx control venous vascular closure device (vcd) would not push out while the balloon was inflated during prep. Then the balloon was hard to deflate and reinflate. The device was wasted and replaced with another from the same lot, which functioned without issue. There was no reported patient injury. The device was inspected prior to use. Balloon was easy to inflate initially but the indicator would not move. The syringe provided in the package was the syringe used. A non-cordis sheath was used. The deployer was mynx certified. Other procedural details were requested but were not provided. The device was accidentally discarded; therefore, it was not available to be returned for evaluation. However, a video of the device was provided for review. The footage shows a mynx control venous unit with the balloon inflated; however, the inflation indicator was not extended at the handle of the unit. An attempt to deflate the balloon was not observed. The stopcock and cordis mynx syringe were used appropriately. No other anomalies or notable details were observed in the video. A product history record (phr) review of lot f2519701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿pressure gauge-inflation indicator extension difficulty¿ was observed through analysis of the video received as the inflation indicator was not extended when the balloon was inflated. However, the reported event of ¿balloon-deflation difficulty¿ could not be observed as the device was not returned for analysis, and the video did not show a deflation attempt. The exact cause of the issues experienced could not be determined through analysis of the video received. Based on the information available for analysis and the video received, it is not possible to determine what factors may have contributed to the extension difficulty of inflation indicator since it was not returned for analysis. However, since there was also difficulty experienced with deflating the balloon, it is possible that inflation solution media factors (such as using a more viscous solution than expected) and/or damage to a component of the device possibly contributed to this issue experienced. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As noted in the IFU, ¿if the puncture is at or below the femoral bifurcation, the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline in order to visualize the balloon while pulling back to the venotomy and to ensure that the balloon properly abuts the venotomy. Do not use 100% contrast solution as this will impact balloon inflation / deflation.¿ also, the IFU instructs during preparation, ¿prepare balloon ¿ fill locking syringe with 2 to 3 ml of sterile saline (or a 50/50 saline/contrast mixture if fluoroscopy will be used to confirm balloon positioning), attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. ¿ inflate the balloon until the inflation indicator on the back of the device handle extends so that the entire black marker is fully visible with white border on either side. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon and draw vacuum with the syringe to remove bubbles. Re-inflate and re-check the balloon to ensure no air bubbles are present. Deflate the balloon and leave syringe at neutral. Do not lock.¿ neither the analysis of the video, phr review, nor available information suggests that this is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.